Event description:
Patient had #36 french argyle chest tube placed during surgery on 4/14/92. On 4/17/92 the chest tube was removed without dificulty. A portion of the chest tube remained in the chest cavity. It broke off inside the chest cavity. The patient had to return to the oerating room for an additional surgery to remove the chest tubedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.